Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the speedband superview super 7 was not returned; however, a photo of the complaint device was provided by the customer. Per media analysis, the photo showed the bands in the ligator head were overlapped and damaged. No other problems with the device were noted from the photo. Upon media analysis, it was observed that the bands in the ligator head were overlapped and damaged, which indicates the inability of the device to deploy the bands. In addition, based on the photo attached there is enough evidence to determine that the bands could not deploy and could not come off the tip of the ligator. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the ligator shrink wrap was removed before the setup. The IFU states "carefully remove shrink wrap by pulling marked tab such that ligator bands and threads are not disturbed." This could have affected the overall performance of the device, causing the reported event. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
Note: this report pertains to first of three speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the bands would not deploy and would not come off the tip of the ligator. The same problem happened when a second and third speedband superview super 7 were used. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event. Note: it was reported that the physician removed the ligator shrink wrap before the set-up, however, per the instructions for use (IFU), removal of the ligator shrink wrap is done at the end of the setup. A photo of the complaint device outside the patient was provided by the customer and shows the ligator head with all the seven bands attached, and some of them were moved from their position and overlapped.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to first of three speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the bands would not deploy and would not come off the tip of the ligator. The same problem happened when a second and third speedband superview super 7 were used. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event. Note: it was reported that the physician removed the ligator shrink wrap before the set-up, however, per the instructions for use (IFU), removal of the ligator shrink wrap is done at the end of the setup. A photo of the complaint device outside the patient was provided by the customer and shows the ligator head with all the seven bands attached, and some of them were moved from their position and overlapped.